Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code, clinical code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of the device return nor applicable imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''an additional 2ml of volume was added to the balloon of the commander delivery system, and the balloon ruptured circumferentially''. In this case, it was indicated the s3ur valve was implanted inside an unknown pre-existing surgical valve; therefore, it is possible that the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was indicated that 2 ml of extra volume were administered to the balloon. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. As such, available information suggests that patient factors (pre-existing valve) and/or procedural factors (over-inflation) likely contributed to the reported balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a case of an implant of a 20mm sapien 3 ultra resilia valve inside of an unknown pre-existing surgical valve, in aortic position by transfemoral approach. During procedure, a balloon aortic valvuloplasty (bav) was performed before valve implant. An additional 2ml of volume was added to the balloon of the commander delivery system, and the balloon ruptured circumferentially before all the contrast was given during valve deployment. The valve was fully deployed in the intended position. There were no difficulties in withdrawing the delivery system through the esheath. The patient remained in stable condition and was discharged without any injury. Per medical opinion the perceived root cause of the balloon ruptured was the valve-in-valve due to the previous valve struts.

Manufacturer narrative:
The investigation is ongoing.